Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal left anterior descending coronary artery that was heavily tortuous and moderately calcified. The lesion was pre-dilated with a 1.5 x 20, 2.5 x 18 and 2.75 x 22 mm balloon dilatation catheters. The xience xpedition 2.75 x 48 mm stent was deployed and post-deployment, an edge dissection was observed. Another xience xpedition was used as treatment. There was no clinically significant delay in the procedure. No additional information was provided.